Event description:
Pt was on continuous oxygen therapy at 3 l/m via nasal cannula. Pt stated machine failed when placed on 3 l/m flow rate on external flowmeter. Machine specifications state flow is limited to 2 l/m although its flowmeter can be set at 3 l/m position. Setting unit at 3 l/m caused unit to fail.